Manufacturer narrative:
The RMA was authorized but not received so no further confirmation or investigation of the complaint is possible. D4: updated additional device information. H3: device evaluated by manufacturer? No, not returned to manufacturer. H4: device manufacturer date updated to 30 jan 2020. H6: type of investigation updated to 4111. H6: investigation findings updated to 3221. H6: investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 18th 2021, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.